Event description:
Subsequent to the initial MDR, clarified information was provided on 09/12/2025. It was reported that an unspecified malfunction/issue occurred. On approximately (B)(6) 2025, the patient reported ¿nearly being in dka¿ when she was admitted to the hospital. The patient could not recall if she was wearing the cgm device or not during this event. Therefore, there was no information provided on how the cgm device was behaving during this event. The patient reportedly "felt high, however, no specific physical symptoms were reported. She was treated with (2) bags of IV fluids. The patient could not recall how long she was in the hospital prior to being discharged. At the time of the report, the patient was feeling okay. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5 describe event or problem - additional. H2 additional information.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore, a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction/issue occurred. The patient's spouse reported that the patient was previously hospitalized due to glucose related issues. The spouse was unsure if the patient was using the cgm at the time of the event. She stated he was nearly in diabetic ketoacidosis when he was admitted to the hospital. He was treated with two bags of IV fluids and was discharged after he was in stable condition. At the time of the report, the patient was doing okay. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.